Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available liner was used. The most likely underlying cause for the revision reported is prosthesis wear and acetabular loosening and a combination of risk factors specified in hhe-2020-09-11-02. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. H6: corrected health effect and medical device clinical codes.

Manufacturer narrative:
D10: concomitant devices: 1749531 120-65-20 - bone screw 6.5mm dia x 20mm long. 2614345 120-65-20 - bone screw 6.5mm dia x 20mm long. 2458381 142-32-00 - cocr fem head 32mm +0 offset 12/14. 2485229 160-00-12 - pf stem tapered plasma sz 12. 2557631 186-01-48 - integrip cc, cluster 48mm, g1. The product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 115 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, acetabular cup loosening, polyethylene induced synovitis, and proximal femoral osteolysis. Patient was also indicated for increasing pain in the right hip. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.